Event description:
On 2/17/2023, it was reported by a sales representative via email that (2) ar-3670 fibertak biceps implant system, were being used for a proximal biceps procedure on (B)(6) 2023. Surgeon drilled with standard drilling technique when the drill bit melted the drill guide stalling the drill bit. A new kit with the same lot number was opened and the new drill stalled again as well after drilling the full depth needed. Surgeon manually removed the drill from the guide and inserted the anchor like normal. And proceeded the case under normal procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.